Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative, surgery of sleeve gastrectomy was carried out successfully and the patient was moved to recovery and subsequently the ward. An activation tone and end tone was heard during the procedure. Patient was returned to theatre the following day with unexplained bleeding. Surgeon carried out a lap evac of hematoma but could not find the source of the bleeding. It was likely to have been omentum. No blood transfusion was required. Re-operation or additional surgical procedures was needed.